Event description:
It was reported that balloon rupture occurred. A 6mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon burst. No complications were reported and the patient was stable.